Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment; no evidence of damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/16/2014 with the following findings: the pump failed a leak test due to a leak at the battery compartment, and evidence of moisture ingress was observed inside of the battery compartment; the reported event was duplicated. The battery compartment was cracked, which directly caused the moisture ingress event. The pump case was removed, and no further evidence of moisture ingress was observed. A battery cap was not returned with the device; a test battery cap was used during all steps of the analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.